Event description:
It was reported that the kappa xl t rebooted suddenly. An anesthesiologist monitored the patient at the time of the incident. There was no patient injury reported. (B)(4).

Manufacturer narrative:
Drager is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.